Event description:
The customer reported via the territory mgr that during the procedure, the jig became embedded in the pt's tibia. The customer further stated that on removal, the bottom pin got stuck and lead to the surgeon having to cut into the bone to remove the item.